Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application froze up. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of g5 mobile application froze up could not be confirmed. A root cause cannot be determined.